Event description:
Pt died during treatment at hosp for injuries sustained form jumping off a high rise building. Attending physician reported he was not sure if pt died before or after intubation in an attempt to resuscitate him. The pt was intubated and subsequently an attempt was made to resuscitate him three breadths were given with the manual resuscitator. There was no response, the resuscitator was removed. The physician determined the pt had a pneumothorax then pronounced him dead. It was reported that the resuscitator was later examined and it appeared that the peep valve may have stuck. Note: this catalog number (r1093 along the two add'l catalog numbers) was made specifically at the request of and for the hosp. No other co resuscitators have a bonded peep valve.